Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she had been experiencing low blood glucose for a month. Customer stated that her blood glucose had dropped up to 30 mg/dl and she treated with food. Customer stated the insulin pump may over deliver insulin sometimes. The customer also reported she had high blood glucose of 450 mg/dl the night prior to calling and she changed the set. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. It was found that the time was set to 1:22am and it was 11:22am. Customer was a assisted in correcting it. Customer also stated the bolus settings were correct but not the basal rate settings because she changed them due to low blood glucose while sleeping. The customer declined to continue troubleshooting as she had her doctor in the other line.